Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory confirmed that the device had issued a shock lead open code while implanted. An x-ray showed that the device plasma fuse was intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock. Upon device interrogation, it was found that the dual chamber implantable cardioverter defibrillator (ICD) displayed a code 1005, open circuit detected during shock delivery, due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The shocks that were delivered were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). A total of six shocks were delivered, which were all unsuccessful in converting the patient's atrial fibrillation. The shock impedance measurements during the first five shocks measured greater than 125 ohms, and the sixth shock was 113 ohms. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock. Upon device interrogation, it was found that the dual chamber implantable cardioverter defibrillator (ICD) displayed a code 1005, open circuit detected during shock delivery, due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The shocks that were delivered were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). A total of six shocks were delivered, which were all unsuccessful in converting the patient's atrial fibrillation. The shock impedance measurements during the first five shocks measured greater than 125 ohms, and the sixth shock was 113 ohms. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory confirmed that the device had issued a shock lead open code while implanted. An x-ray showed that the device plasma fuse was intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This report is being filed to remove the last sentence of the previously submitted h10 field and to indicate code 3191 was used to capture surgical intervention.

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock. Upon device interrogation, it was found that the dual chamber implantable cardioverter defibrillator (ICD) displayed a code 1005, open circuit detected during shock delivery, due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The shocks that were delivered were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). A total of six shocks were delivered, which were all unsuccessful in converting the patient's atrial fibrillation. The shock impedance measurements during the first five shocks measured greater than 125 ohms, and the sixth shock was 113 ohms. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory confirmed that the device had issued a shock lead open code while implanted. An x-ray showed that the device plasma fuse was intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.